Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .010" diameter hole burned through the silicone. The hole is located .285" above the silicone to sleeve interface. The tip cover also has a .060 inch long mechanical tear in the axial direction, adjacent to the hole. No other damage was found. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength, with the dielectric strength weakened by instrument collisions and/or rough handling. High generator settings may also have contributed to the arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s nephrectomy procedure, the tip cover accessory developed a pin hole while installed on the monopolar curved scissors (mcs) instrument. The mcs instrument was removed and the tip cover was replaced. The procedure was completed and no adverse outcome or injury was reported.